Manufacturer narrative:
As sample reviewed and manufacture process analysis, this defect was caused by manufacturing process. DHR of lot 8030466 was reviewed and no abnormal found.

Event description:
It was reported that before use of the pen needle 31gx5mm 7 pack it was found that hub with black foreign matter. There were two occurrence.